Event description:
It was reported that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). The noise was oversensed on both channels. Which resulted that the pacemaker storing inappropriate atrial tachycardia response (atr) episodes. The patient is pacemaker dependent, and pacing inhibition greater than two seconds was seen. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.